Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to high voltage (hv) impedance measurements greater than 125 ohms. Aggressive isometrics in all vectors still revealed normal values. Additional testing was performed in the clinic and impedance measurements greater than 125 ohms were recreated during isometrics. A fracture was revealed and a revision procedure was performed. Visual inspection of the lead noted the damage to be located in the subclavian area most likely due to subclavian crush. Efforts to explant the lead were unsuccessful as part of the conductor coil was exposed. Therefore, a lead repair kit was utilized and the lead was sutured down as far away as possible from the device. A boston scientific technical services consultant informed the caller that repairing the lead would be considered off label. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.